Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump touchscreen colors were reportedly 'inverted'. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy and also had manual injection supplies available.